Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3550-29, serial# unknown, product type: accessory. Product ID: neu_wrench_acc, serial# unknown, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for complex regional pain syndrome (crps). It was reported that during a device check, impedances in #0 to 7 electrode were 40,000 ohms. A chest x-ray revealed a loose pin. Fluoroscopy to check connection between the ins and the lead was also performed. A replacement procedure was performed on (B)(6) 2018. During the operation when the ins was connected to the lead, connection check confirmed electrode anomaly in the electrode #8-15. The lead and the ins were disconnected and reconnected 5 times and each time connection check was performed. The electrode condition was not stable such as anomaly in all the electrodes, or connection succeeded in the electrodes 8-10 but failed in 11-15. Additionally, lead impedance measurement showed 40,000 ohms in the electrodes which were connection succeeded. There was a connection anomaly between the lead and the ins. Further stated that it was suspected that connector screw of the ins had anomaly because disconnection/reconnection of the lead and the ins was repeatedly performed. The device settings were: 0 ma, 210us, 40,000 ohms, 50 hz, bipolar, # 3 electrode for anode, #4 electrode for cathode. The ins was therefore replaced with a new one, the reoperation was completed. The issue was resolved at the time of this report. The patient was alive with no injury. No further complication was reported or anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) revealed no anomaly found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event date and aware date have been updated. If information is provided in the future, a supplemental report will be issued.